Manufacturer narrative:
(B)(4) (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that there was a possibility of device malfunction. The patient will undergo a revision procedure wherein the ipg will either be replaced or flipped.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that there was a possibility of device malfunction. The patient will undergo a revision procedure wherein the ipg will either be replaced or flipped.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that there was a possibility of device malfunction. The patient will undergo a revision procedure wherein the ipg will either be replaced or flipped.